Event description:
The device recorded episodes of right ventricular (rv) oversensing and non-sustained ventricular tachycardia (vt). In addition, the intracardiac electrogram (iegm) indicated noise. The high voltage impedance value of the rv lead was decreased and out of range. During a device upgrade procedure, the rv lead was partially explanted and replaced. An insulation defect was observed near the suture sleeve. The rv lead was cut and the part of the lead with the insulation defect was retrieved. An insulation defect was also noted near the suture sleeve of the right atrial (ra) lead. The device recorded two automatic mode switching episodes with noise on the ra channel. The ra lead was also explanted and replaced. The patient was stable following the procedure. Related manufacturer reference number: 2938836-2018-09852.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The reported events of noise and insulation defect could not be confirmed in these returned portions of the lead.